Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video did not identify any product abnormality that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak fluid was observed from the return line connector of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.